Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements in the triad configuration and rv-to-ra configuration. The rv-to-can configuration resulted in normal shock impedance measurements. The physician elected to reprogram the shock vector to rv-to-can and not surgically intervene. No defibrillation threshold (dft) testing was performed. No adverse patient effects were reported.